Event description:
Report received from france states "numberous bubbles during ultrasound phase. More bubbles were coming and impacting visualization when using ultrasound. No patient impact."

Manufacturer narrative:
Product has been requested to be returned. However, it is not available for eval. The lot number is unk.